Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
This report pertains to one of two injection gold probes used during the same procedure. Manufacturer report # 3005099803-2016-02107 pertains to the first injection gold probe device and manufacturer report # 3005099803-2016-02108 pertains to the second injection gold probe device. It was reported to boston scientific corporation that two injection gold probes were used in the colon during a procedure for hemostasis of an ulcer performed on (B)(6) 2016. According to the complainant, during the procedure, the first injection gold probe failed to transmit current. A second injection gold probe was then used; however, this device also failed to transmit current. The procedure was then completed using a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.